Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
An employee conducted a pmcf review for a drainage catheter. The drainage catheter was used to treat a male patient with a pleural effusion. The primary usage of the device was to facilitate percutaneous drainage of fluids. The literature reviewed alleges that during the use of the drainage centesis catheter a pleural effusion the patient acquired a pneumothorax. No additional info was received for the literature review. No additional patient consequences to report.